Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that his sensor is hurting and is uncomfortable. Customer did not troubleshoot because he is removing the sensor. Customer stated that the sensor hurt when he inserted it and when he bends down, it hurts too. Customer stated that the pump was saying he was 66 and his blood glucose was 150 mg/dl. Customer's pump also went into threshold suspend. Customer was advised that a replacement sensor will be sent.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test. Sensor failed per specifications. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.